Manufacturer narrative:
The event of late-seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late-seroma.

Event description:
Health professional reported right side "a lot of water around implants and seroma". The device remains implanted.